Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed flow rate testing during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A flow accuracy test was performed, and the flow rates were found to be within the product specification range. A review of the event history log showed no excessive alarms, system errors, or programming issues. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.